Event description:
The (B)(6) female presented to the emergency department on the morning of (B)(6) 2012 with chest pain that was unresolved with nitroglycerin at home. She presented to the emergency department on (B)(6) 2012 at 0800 am, after experiencing chest pain for many hours throughout the night. In the emergency department, the pt received an EKG upon arrival sinus rhythm with premature ventricular contractions. Her vital signs were 208/118; pulse 70 sinus rhythm; oxygen saturation of 96%; respiratory rate 22 and temperature of 97 f. She was treated with aspirin, topical nitroglycerin, dilaudid for chest pain and labetalol for blood pressure control. A second EKG obtained an hour after her arrival showed an approximate 0.5 mm st-elevation in inferior leads. An interventional cardiologist on-call consulted and determined she did not meet criteria for an acute st-elevation mi. Her own cardiologist consulted as well and agreed. A third EKG obtained about 37 mins after the first one showed no st-elevation. Cardiology recommended that pt be admitted to telemetry floor for rule out myocardial infarction. She was transferred there at about 11:24 am via stretcher. The admitting nurse placed her telemetry box on and the pt ambulated to the bathroom located in her room. Upon her return back to her bed from the bathroom, the pt became short of breath and diaphoretic. As the nurse attempted to procure vital signs, the pt became pale and cyanotic around the lips. Her oxygen saturation was 88%, so non-breather mask applied. The pt was noted to be bradycardic and pulseless, so at 11:45, a "code 6" was called and resuscitative efforts were initiated per acls protocol. The pt was intubated without difficulty at 11:52 am. She did not survive and was pronounced deceased at 12:01 pm. Review of telemetry strips did not indicate any internal shock delivery or pacer spikes. She was sent to the medical examiner for a post-mortem autopsy. Other remarks: this is being reported as reasonable suspicion of potential device failure that led to an unexpected death. At time of initial report, we have no further info about this case to indicate what caused her death.